Manufacturer narrative:
During integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result, this event is being filed beyond the 30-day FDA requirement. (B)(6). (B)(4).complaint conclusion: it was reported that during the use of a 5f mynxgrip vascular closure device, the peg does not deploy from the white straw. It sticks inside the straw causing the failure. Pressure was held for approximately 20 minutes on the arterial puncture site. The product will not be returned for analysis. It was noted that this is not a case of inexperience. Several 5f mynx failures have been noted in the past few months. Additional information received indicated that the failure involves the mynx sticking to the straw after deployment. The mynx never actually comes out of the black casing. The mynx never actually comes out of the black casing. The device was not returned for evaluation. A review of the manufacturing documentation associated with lot f1621401 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis, the reported event could not be confirmed and no determination of possible contributing factors could be made. Based on limited information available for review, contributing factors to the reported event could not be determined. However, procedural factors are likely. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ the DHR review does not suggest that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective actions will be taken. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that during the use of a 5f mynxgrip vascular closure device, the peg does not deploy from the white straw. It sticks inside the straw causing the failure.  There was no patient injury reported.  The product will not be returned for analysis. It was noted that this is not a case of inexperience. Several 5f mynx failures have been noted in the past few months. Pressure was held for approximately 20 minutes. Additional information received indicated that the failure involves the mynx sticking to the straw after deployment. The mynx never actually comes out of the black casing.